Event description:
Per the clinic, the patient experienced a skin flap necrosis with exposure of the implanted device resulting in the decision to explant the device.the device was explanted on (B)(6), 2013, and reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).